Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test and a current test. There was a fractured solder connection at the j2 tab inside of the rear 1-wire therapy electrode (te). The cause of the therapy electrode recognition test failure was isolated to the fractured solder connection. Additionally, voltage regulator v3 was shorted in ECG "d", causing the current test failure. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. The root cause for the shorted v3 voltage regulator could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) for investigation. The patient using this electrode belt was receiving frequent arrhythmia alarms and adjust belt messages.